Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) logged into the hardware test application (hta) and was able to open the tray. A medication vial was found jamming the tray, which was removed. The fse ran a functionality test and restarted the station. The repair was verified in the hta, and the customer successfully recovered from the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed and requires maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.